Manufacturer narrative:
Unit unable to prime during the prime test and motor error alarm during basic occlusion test due to loose protruded drive support disk. Unable to performed the excessive no delivery alarm test due to prime anomaly. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. No position encoder error alarm on alarm history screen. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error . Customer's blood glucose was 164 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not reported moto position encoder error alarm. The customer was able to complete the process without the motor error alarm. The customer wa advised that the alarm may be caused by viewing sensor glucose graph while pump is delivering a bolus. The customer received 5 motor errors in the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.